Manufacturer narrative:
Product complaint # (B)(4). Evaluation: it was received for analysis two paper lid and two winding formers with a partially dispensed suture of (B)(4). During visual inspection of the samples, the sutures were examined along of the strand, a correct insertion mark was observed. However, the force used to detach needle from the suture could not be determined. Also, the needle was not received for determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch due to that the needle was not received, and condition of suture received, it could not be determined what may have caused the reported incident. It was received for analysis an empty opened box and ten unopened samples of (B)(4), lot mg6520. During the inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or needle pull were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance pull off suture needle were noted, and the tested samples met the finished goods requirements. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown day in (B)(6) 2019 and suture was used. The needle detached from the suture. No patient consequence reported.